Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence. Customer's blood glucose level was 87 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.